Manufacturer narrative:
Upon receipt of the associated device in our post market quality assurance laboratory, analysis confirmed the device declared end of life (eol) due to charge time out, which was the result of a blown plasma fuse. Analysis also confirmed that the associated device did deliver 3 full energy shocks, but during the 3rd shock the device had shorted lead. It appears that the lead(s) were bad, which caused this device to have a shorted lead event. This caused the plasma fuse to open, and was unable to deliver any further shocks.

Event description:
Boston scientific crm received information that this patient, who has this right ventricular (rv) lead, had a gallbladder operation, and the physician was working with magnetic support. The patient was in the hospital recovering from the gallbladder surgery when he/she received three shocks due to experiencing ventricular fibrillation (vf). Shortly after, this patient again went into vf, but no therapy was delivered. The physician had to use external shocks to convert the arrhythmia. During device interrogation a warning message was displayed. There is an allegation of premature battery depletion, and a save to disk is being sent into boston scientific technical services (bsc ts) to be reviewed. This patient remains in an unstable condition, and this device was programmed to monitor only (mo). Subsequently, additional information was received that a replacement procedure took place for this rv lead and associated device. The lead was badly damaged, and was not returned to boston scientific for laboratory analysis. There were no other adverse patient effects reported.